Event description:
Additional information received: occurred during testing and no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event log review was performed and found battery depletion recorded in the event log on (B)(6) 2018 9:16:00 pm. The customer's reported problem regarding "battery depleted alarm" was able to be duplicated. Simulated use testing confirmed battery depletion alarm by running the pump in which the pump produced constant battery depletion alarm. The pump was opened, and motor current measured greater than specification. The pump motor was replaced as a preventative measure to address the battery depletion alarm problem. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump displayed constant battery depletion alarms. No adverse effects were reported.